Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6) , batch: 7238021.

Event description:
It was reported that the patient was sent to the emergency department due to urinary tract infection and fever. It was unknown what caused the infection, and it was not procedure related. The patient was prescribed with antibiotics. No device malfunction was suspected. The trial leads were pulled out and discarded per hospital policy. The patient was currently doing well.